Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in progress. The physical device evaluation has not yet been completed. After the device was returned to olympus, it was sent out for additional testing, which is still pending. The customer provided their cleaning, disinfection, and sterilization processes. The instrument/suction channel is flushed with water and aspirated. Pre-cleaning and manual cleaning are performed using enzymex l9 detergent. Manual disinfection is performed using enzymex l9. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end around the elevator are brushed using an asept anls800001 brush. A soluscope 4 automatic endoscope reprocessor (aer) is used, along with cln detergent and paa disinfectant. The scopes are stored in a perkinelmer dsc 8000 drying cabinet. The scopes are not sterilized. Maintenance of the subject device is performed by olympus. The aer was reportedly tested; however, the microbiological test results were not provided. Once the investigation has been completed, a supplemental report will be submitted with the device evaluation results.

Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. During microbiological testing, all channels of the scope were sampled. Microbiological tests performed on (B)(6) 2022, resulted in a positive presentation of pseudomonas aeruginosa (unspecified number of colony forming units). The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where leak at plug unit. Both insulation at the distal end and insulation at the insertion section. Resistance values were out of specification. Lg lens has cracked. C-cover has scratches. A-rubber glue has discoloration. Connecting tube protector shaved. Scope cover cracked. Switch 1 wear and tear. Universal cord wrinkle. Leak at plug unit. Angulation is lower than standard. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.